Manufacturer narrative:
The hill-rom technician found the left head caster, supports, and brake bar damaged. As search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced left head caster, supports, and brake bar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/use injury reported. This report was filed in our complaint handling system as (B)(4).